Event description:
The customer reported the backup battery would not charge. The device was not in use. During service of the device, the manufacturers field service engineer (fse) reported the replacement power supply would not function upon installation. The fse replaced the power supply upon followup service to complete the repair. Loss of battery power during normal ventilation operation when required may be detrimental to a patient if in use.

Manufacturer narrative:
Date rec'd: 09/12/2014. Conclusion / root cause: this power supply was tested and no failures were identified. This main board was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).